Event description:
A malfunction alarm identified as "malf 9" was reported. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted the customer with resetting the pump, providing necessary reset information, as the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump. The customer understood to contact support again if the issue reappears.